Manufacturer narrative:
The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old (B)(6) male had impella 2.5 pump inserted in the left femoral. The patient had lower left leg ischemia, an antegrade sheath was inserted into the left thigh so blood could be supplied from right lower limb sheath to the left leg in order to reduce ischemia.